Event description:
It was reported the patient went to the hospital on (B)(6) 2014 for an electrocardiogram procedure and they turned their implantable neurostimulator (ins) off. The patient was not in the hospital due to the device or therapy. The following day, the patient turned the ins on. It was stated that it wasn¿t ¿feeling right,¿ so the patient turned the left ins (see note below) off and they were not feeling stimulation on the right. Stimulation was normally set at 2.9v. It was noted that stimulation increased to 5.6v and the patient still did not feel anything. The same day, the patient started ¿spasming¿ on the pelvic floor more than normal after turning the stimulation on. It was stated the patient was having cramping and ¿a lot¿ of pain in the bladder, lower abdomen area. The patient had the pelvic floor cramping quite often and for a long time, even prior to implant. It was noted the patient had psoriatic arthritis, which ¿may be¿ related to the pelvic floor issues they are having. From 2008 to 2012, the patient was on ¿28 bladder medications, bladder installations, and had spinal injections for the pelvic floor muscles.¿ this was reportedly ¿tied¿ to the interstitial cystitis the patient had which caused pain in the bladder. It was stated the patient was ¿not getting any pain¿ from the ins. Additional information has been requested, a follow up report will be sent if additional information is received. The patient has two systems. This report captures the patient¿s experience while using the system on the right side. Refer to manufacturer report #3004209178-2014-08817 for information regarding the patient¿s experience with the left sided system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v519456, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).